Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic right hemisphere colectomy procedure, the patient returned to or after 2 days of the procedure. There was poor staple formation (no b shape). The patient's hospitalization was extended also, there was tissue damage. An additional operation will be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a routine laparoscopic right hemicolectomy procedure. The patient had metastatic colon cancer, and a tumor in the proximal transverse colon that was obstructing. The patient was obese and had undergone a prior laparoscopic gastric bypass procedure. During this procedure, the patient had a standard extracorporeal anastomosis performed using a side to side, ileocolic, stapled anastomosis with the preloaded stapler. The anastomosis was performed through a small midline incision at the umbilicus with a medium sized wound protector. The stapler was correctly sited in the device at the time of firing. The stapler was a little stiff during deployment. The back wall was pre-sutured. The anastomosis was inspected after the staple deployment, however, unable to see the entire length of the intraluminal component and the area of the staple line defect which only ran over 1.5cm, which was right at the bottom of the anastomosis. The anastomosis was completed with a new open stapler, and the entire anastomosis was over sewn with suture. There was a defect at the distal end of the staple line, at the crutch of the anastomosis. The patient initially made a good recovery, but became septic and unwell and returned to theatre. Postoperatively, the patient had developed an anastomotic leak and returned to the hospital two days post operatively with faecal peritonitis. Upon examination of the posterior staple line, it was clear that the staples had properly deployed and that they were irregular. The staple had not been deployed into their 'b' shape formation. There was a 1.5cm defect at the distal posterior end of the staple line. There was tissue damage as a result of the problem. A reoperation was performed. The patient had a wash out and defunctioning ileostomy. For the reoperation, the patient had a full laparotomy, take down of the anastomosis and end ileostomy. The patient was taken to the intensive therapy unit (itu) and intubated. Re-laparotomy, extended itu stay, stoma. The ionotropes are coming down. It is likely that this woman will now have a permanent ileostomy. She has metastatic colorectal cancer and this even may delay or more likely prevent treatment with systemic chemotherapy. The anastomosis was performed through a small midline incision at the umbilicus with a medium sized wound protector ((B)(6)). However at re-operation for the complication the patient had a full laparotomy, take down of the anastomosis and end ileostomy. Re laparotomy , washout and repair of leak was done. The patient is still in hospital, and is making very slow progress. She will need extensive rehab and is likely to be in hospital for another 6 weeks or so. The patient¿s past medical history: obesity, lap gastric bypass. Nil else.